Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is unable to be identified. The event may be prevented by following the instructions for use which state: "warning: never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the ultrasonic gastrovideoscope connector lock does not lock anymore. The reported issue occurred was uncovered during installation. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a cut in the probe which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the ring/pin was deformed, causing difficulty to attach the ultramagnetic connector. Upon further inspection, it was observed that the probe had a cut. It was also observed that the glue of the bending section cover was peeling. It was observed that the insertion tube had deep scratches. It was also observed that the ultramagnetic cord had unspecified damage. Lastly, it was observed that the angulation had excessive play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.